Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio meter: 6.4 inr, reference: 7.7 inr, mean: 7.05. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. Both customer results are greater than 5.0 and not valid for accuracy comparison. Time elapse between results not provided. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Therapeutic donor blood was tested on retain strip with retained meter and sysmex, and accuracy criteria was met. Retain strip deficiency not established. As of 03/12/2010, 2 discrepant result complaints were reported for lot # 216974. (B) (4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B) (4), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required at this time. Investigation results accuracy. The allowable difference between the inratio inrs and sysmex inrs are calculated. At least two out three replicates for both samples for strip lot 216974 are within the allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria, and then no further investigation will be pursued.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6)2010, inratio: 3. Date: (B) (6) 2010, inratio: 6.4; lab: 7.7.